Event description:
The impactor broke in the middle of the case and was not able to unattach off the femoral component. Had to pry off the cemented in component and bail to bcs.

Manufacturer narrative:
The associated device was returned and evaluated. A visual assessment of the device confirmed the stated failure. The knob ring has broken. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. Should additional information be received, the complaint will be reopened. We consider this investigation closed.